Manufacturer narrative:
Upon receipt, the lead was found dissected. Only three fragments were received for analysis. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explantation procedure. The analysis revealed an insulation damage at the proximal fragment. At this position the coating of the conductor cable to the rv shock coil was found damaged. These damages can be considered as the root cause for the observed issue as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Due to the fragmentation the mechanical and electrical inspection of the fragment was not properly feasible. Further damages such as the deformation of the rv shock coil occurred most likely during the explantation procedure. There were no sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 51 months, a shock impedance < 25 ohms was reported. No adverse patient side effects have been reported.